Manufacturer narrative:
Device evaluation: the customer was unable to duplicate the reported problem. Resolution and disposition: the customer let the device was run for over an hour with no recurrence. There were no parts replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "blower temperature high" error while in use. No patient harm reported.